Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
The patient had coagulation derailment due to sepsis with consecutive bleeding from the upper gastrointestinal tract on (B)(6) 2019 and inr was 3.49. On (B)(6) 2019, inr was 2.5 and phenprocoumon was stopped from (B)(6) 2019 to (B)(6) 2019. This event resolved on (B)(6) 2019.

Event description:
On (B)(6) 2019 at 8:00 pm, the patient's inr was 1.82, aptt was 41 seconds, and hemoglobin was 6.3 g/dl. An esophagogastroduodenoscopy on (B)(6) 2019 was started but was then stopped due to a full stomach. The examination was started again on (B)(6) 2019 and clipping was performed. On (B)(6) 2019, a colonoscopy was performed with polyp ablation and biopsy which showed no malignancy on (B)(6) 2019. On (B)(6) 2019, the patient's inr was 2.5 and hemoglobin was 10.4 g/dl. The patient also had a blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s gastrointestinal (gi) bleed could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of the hm3 lvas. This IFU also lists sepsis as an adverse event that may be associated with the use of the hm3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the hm3 lvas, as well as the suggested anticoagulation modifications if there is a risk of bleeding. Care instructions about preventing infection are provided in various sections of the IFU, including ¿controlling infection¿. The heartmate 3 lvas patient handbook contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.